Manufacturer narrative:
On 18-aug-2021, mentor received additional information regarding the patient¿s information, implantation date, and explantation date. The patient identifier is (B)(6). Initially, the implantation and explantation were estimated as 3-may-2012 and 28-dec-2020 respectively based on available information. However, additional information revealed that the actual implantation and explantation dates were 22-jun-2021 and 19-nov-2020 respectively. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturers reference number: (B)(4).

Event description:
It was reported via mw5098572 that a female patient underwent a breast surgery with two mentor smooth round moderate profile prostheses (375cc, 425cc) and suffered several unexplained systemic symptoms including fatigue, cognitive dysfunction, memory dysfunction, fibromyalgia, dry skin, hormone imbalances, unspecified autoimmune responses, vertigo, inflammation, gastrointestinal issues, digestive issues, fungal infections, anxiety, depression, suicidal thoughts, choking, difficulty swallowing, emotional instability, and ringing in ears. The patient stated that her symptoms started developing 8 years after the implantation surgery. The root cause of the patients symptoms is unclear. As a result, the patient underwent bilateral explanation sometime in 2020. In addition, the patient stated that one of her implants was observed to have a small hole. The implantation and explantation were estimated as (B)(6) 2012 and (B)(6) 2020 respectively based on available information. It is not clear which device was observed to be deflated. At this time of report, deflation is reported as the 375cc implant side. Follow up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the 375cc prosthesis.